Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly, damage (physical or cosmetic). The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The customer reported blood glucose value of 495 mg/dl. The event involved product(s) mmt-332a, mmt-381a, mmt-1880. Troubleshooting was partially performed for high blood glucose /under delivery. Customer has used the insulin pump system within 48 hours of reported high blood glucose event. Customer had not used the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for bumped/dropped/cosmetic damage customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-381a. It was expected that the customer would discontinue the use of the pump. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. Thump software and carelink was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms or anomalies that may have occurred in the past or during the complaint call. The adapt tool reveals no relevant alarms were recorded around event date to confirm complaint codes. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. The following cosmetic damages were noted: scratched case, battery tube threads - cracked, cracked case (battery tube) and pillowing keypad overlay. In conclusion customer concerns were not confirm during testing. Unit was tested successfully, and no anomalies noted. Unit functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.